Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ infusion sets had air in the line during use. The following information was provided by the initial reporter: "pump read "air in line" repeatedly 3 sets - all lots unknown date of event: on (B)(6) 2022".

Manufacturer narrative:
The following fields were updated with possible lot numbers: d4: medical device lot #: 22043144. D4: medical device expiration date: 07apr2025. H4: device manufacture date: 07apr2022. D4: medical device lot #: 22043156. D4: medical device expiration date: 08apr2025. H4: device manufacture date: 08apr2022. D4: medical device lot #: 22043146. D4: medical device expiration date: 07apr2025. H4: device manufacture date: 07apr2022. D4: medical device lot #: 22043147. D4: medical device expiration date: 08apr2025. H4: device manufacture date: 08apr2022. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-aug-2022. 3 used sample (model#2420-0500) were returned for quality investigation by the customer. It was reported by customer that on 3 occurrences there was air in the line was not observed in all three samples. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to IV bags filled with saline solution and allowed to prime using gravity. The set was loaded into an alaris pump and an infusion run for 125 ml/hr rate was started for 1 hr. There was no "air in line¿ prompt on the pump. The customer complaint could not be replicated. A lot number is unknown, however, possible lots were identified: 22043144, 22043156, 22043146 and 22043147. A device history record review for model#2420-0500 and lot number 22043144 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07apr2022. A device history record review for model#2420-0500 and lot number 22043156 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08apr2022. A device history record review for model#2420-0500 and lot number 22043146 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07apr2022. A device history record review for model#2420-0500 and lot number 22043147 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots # 22043144, 22043156, 22043146 and 22043147. The root cause of this complaint could not be definitively determined because the issue could not be replicated. H3 other text : see h10.

Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ infusion sets had air in the line during use. The following information was provided by the initial reporter: "pump read "air in line" repeatedly 3 sets - all lots unknown date of event: 7/9/22".